Event description:
Call from pt's wife to adv, her husband passed away on (B)(6) 2018. Declined to speak with a clinician. No other info available to report. Dose or amount: 20 mg, frequency: weekly for 3 weeks, route: ia. Dates of use: (B)(6) 2015 - (B)(6) 2017. Diagnosis or reason for use: bilateral primary osteoarthritis of knee.